Manufacturer narrative:
Concomitant medial product: 4968-25 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, while the physician was attaching the right ventricular (rv) lead to the implantable pulse generator (ipg), the patient developed an episode of ventricular fibrillation (vf). As a result, the physician was unable to fully connect the lead to the device, and lost the rv setscrew. The device was not used, and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.